Event description:
Abscess [abscess]. Case description: spontaneous report was rec'd on (B)(6) 2012, from a physician via a sales rep regarding a pt, initials unk, (demographics not provided). The pt's medical history was not provided. On an unspecified date, the pt had treatment with seprafilm (sodium hyaluronate, carboxymethylcellulose) membrane (number of sheets and location not provided). The lot number of seprafilm was not provided. It was reported that the radiologist called the seprafilm an abscess. The pt was taken back into surgery. The action taken with seprafilm treatment was not provided. The outcome for the event was not provided. Concomitant medications were not provided. The reporting physician did not provide a relationship between seprafilm and the event.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of seprafilm is not affected by this report.